Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/31/2015 with the following findings: during testing, the pump was powered on and the display screen appeared dim and discolored. Unrelated to the display issue, the detachable clip was found to be partially glued onto the pump casing at the u-groove, which has no effect on insulin delivery. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display. This report is made based on results of investigation completed on 12/31/2015.